Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They contacted their doctor about the issue. The cause was unknown. They adjusted the control and since then, everything was working okay. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported they have not contacted their doctor about the issue. The cause was not determined. They called their manufacturer representative (rep) and they talked the patient through resetting the stimulator. It is unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had an unexpected surge. The stimulation was high enough. Caller stated they connected to the therapy and it was searching for the device when patient got a massive surge through the patient's rectum and went clear across to the opposite cheek that the device is on. The caller said they immediately removed the communicator. The caller said this all happened about a half hour ago and patient still feels very uncomfortable pulsing sensation. The agent reviewed the option to try to connect to ins again, but the patient said they did not want to do that. The agent suggested contacting the managing hcp to determine if the patient should be in a medical facility to re-attempt connecting. The agent also suggested patient go to an urgent care or ER if symptoms became intolerable and mdt rep could be paged out.